Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited damage and unspecified issue. The lv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.